Event description:
Reporter alleged when going to a routine doctor's appt. Obtaining discrepant blood glucose results of 340 mg/dl on the customer's advantage system compared to the doctor's measurement of 111 mg/dl. Customer did not provide an exact timeframe between testing except one test was taken and then another test. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.